Event description:
On 24th january 2025, rayner received notification from its distributor in taiwan of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone spheric rao100c batch 084250787 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone spheric rao100c batch 084250787. There is insufficient evidence and information available to determine the cause of the optic damage following implantation.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked. The iol was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was retained and returned to rayner for evaluation. The injector was returned dehydrated in the blister tray. Preliminary inspection of the returned injector showed that the movable flaps were observed to be partly open, and the plunger was fully retracted. Viscoelastic residue was also observed in the loading bay and in the injector nozzle. On inspection, the plunger was observed to be torn and top part of the soft tip of the plunger was stuck in the injector nozzle. The lens was returned hydrated in a pouch of saline. Cosmetic inspection of the returned lens under 10x magnification showed a damage to the lens optic (crack), confirming the event as reported. To facilitate further testing of the injector, it was re-assembled and a sample iol of rayone aspheric rao600c from rayner stock was loaded and injected as per the IFU. Ophteis bio 3.0% was used as ovd for this test injection. Injection was unsuccessful, resistance was experienced during this process leading to iol becoming jammed. A toluidine blue 0.5% dye test was performed on the nozzle and highlighted insufficient coating in the injector nozzle. Given results of product return inspection and testing performed it is not possible to confirm the root cause of the reported event. While the opened flaps may suggest that they have not been clipped in properly prior to injecting the lens, it might also indicate that significant resistance was experienced during the injection, causing them to pop open. Although significant amount of coating was gone from the injector nozzle, significant resistance was experienced both during the initial injection as well as during the test injection, which might have contributed to nozzle damage and shedding of the coating. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. There is insufficient evidence and information available to determine the cause of the optic damage following implantation.

Event description:
On 24th january 2025, rayner received notification from its distirbutor in taiwan of an event that occurred during use of a rayone spheric rao100c. The event description provided states that immediately following implantation into the eye the optic was observed to be cracked necessitating lens explantation and exchange.